Event description:
It was reported the spinal segment was removed completely and replaced with a new ascenda spinal segment on the date of this report. It was noted a cerebrospinal fluid (csf) leak and skin breakdown occurred over the posterior incision site. The patient experienced headache and less than 50% therapy relief. The location of the issue or symptoms was described as the low back. Troubleshooting was not performed and actions required as a result of the event included replacement. The healthcare provider (hcp) replaced the catheter at a new surgical site to prevent cross contamination and he used tisseel to prevent a csf leak at the implant site. It was further reported he did not use a purse string suture on the newly implanted catheter. The patient had a blood patch three times prior to this hospitalization. The patient was recovering post-operatively from the spinal catheter replacement. The patient¿s status at the time of this report was ¿alive-no injury.¿ the daily dose remained unchanged and a personal therapy manager (ptm) was added with a possible increase in daily dose of 100% (potential for 200mcg/day with ptm dose). The pump was being used to deliver fentanyl. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).